Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the display device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of low transmitter battery. A root cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. The reported issue of low transmitter battery is reportable based on the finding of permanent connection loss.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and passed. A (B)(4) bluetooth pairing test was performed and passed. Share log data was downloaded and retrieved. The data was reviewed and no findings related to the complaint were observed. The complaint confirmation of a low transmitter battery was not confirmed. The root cause could not be determined.